Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, display window, battery tube threads, scratched lcd window and stripped battery cap coin slot.

Event description:
Customer reported a crack where the battery cap goes in. Customer stated that the battery will fall out. Customer also mentioned a crack on the display of the insulin pump. No further information reported.